Event description:
It was reported the blue hub near the white lumen of the catheter was leaking. No drugs were administered through the catheter at the time of the blood leak. As a result, the catheter was removed and a new kit was opened and the catheter was placed successfully. It is unknown if there was a delay in treatment. No complications or death occurred to the patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.